Event description:
Pt arrived at (B) (6) airport and entered security screening prior to entering the secure concourse. Pt was selected for enhanced screening during which he passed through a radiological body scanning system. Initially, the report from the operator, as heard on the two-way walkie talkie, was that pt appeared to be a suitcase. After some procedure and an additional scan, the operator informed the tsa officer manning the device that the pt had something in the area of his waistband. After being physically searched and having spent several minutes in the scanning device, pt was released and allowed to continue on to his flight. Within 90 minutes of the scan, pt had rapid onset and severe supra clavicular lymphadenopathy and edema with swelling extended from just below the jaw line to a peak above the clavicular lymph basin on pt's left side only. Total edema size would best be likened to that of a large orange. The edema resolved over the following week, but nodal size remained constant. Upon inspection by the family physician, the pt was referred out for an excision biopsy. Fine needle aspiration prior to the surgical biopsy was negative. Biopsy revealed a-typical cells indicating nodular sclerosing hodgkin's lymphoma.